Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to high blood glucose. The blood glucose reading was over 500 mg/dl at the time of the admission. She expressed symptoms of nausea and headache and feeling groggy. Customer was treated with an insulin drip. Nothing further was reported.